Event description:
Reportable based on the product analysis completed on 10/25/2011. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure the device was unable to cross the lesion. Access was obtained through the radial artery. The concentric shaped lesion was located in the severely tortuous and severely calcified left anterior artery. The physician advanced the 2.5x12mm maverick2 balloon to the lesion, but was unable to cross. The procedure was completed with another 2.5x12mm maverick2 balloon. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that the hypotube was broken.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received in two sections as a result of a break in the hypotube at 59.5cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that occurred in the hypotube. Both sections of the hypotube were severely kinked at various locations along their lengths. A severe kink was also present in the midshaft and corewire at 6.1cm distal to the proximal edge of the midshaft. An examination of the balloon found that the balloon was not refolded and the tip section of the device was kinked/pinched closed. As a result of the damage to the tip it was not possible to load a 0.014inch size guide wire through the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).